Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that after this system was implanted all lead measurements were stable. The patient had returned to the ward and seemed agitated and confused and it was noted that loss of capture was seen. The device was re-checked, and the pace impedance measurements had decreased and an increase in pacing thresholds was noted. An x-ray showed a possible micro dislodgement of this right ventricular (rv) lead. The patient was returned to the procedure room and ended up needing a new lead. After connecting the device to the new lead automatic thresholds testing was run and the electrogram (egm) showed capture, however the patient had asystole on the egm. A possible device malfunction was suspected. The device remained implanted. No adverse patient effects were reported.

Event description:
It was reported that after this system was implanted all lead measurements were stable. The patient had returned to the ward and seemed agitated and confused and it was noted that loss of capture was seen. The device was re-checked, and the pace impedance measurements had decreased and an increase in pacing thresholds was noted. An x-ray showed a possible micro dislodgement of this right ventricular (rv) lead. The patient was returned to the procedure room and ended up needing a new lead. After connecting the device to the new lead automatic thresholds testing was run and the electrogram (egm) showed capture, however the patient had asystole on the egm. A possible device malfunction was suspected. The device remained implanted. No adverse patient effects were reported.